Manufacturer narrative:
On 10/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: a mentor memorygel breast implant 450cc , catalog 3504504bc, serial number (B)(4), lot number 6558914. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced rupture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/4/2019, it was erroneously omitted to report that the replacement implants were 560cc high profile extra smooth round gel mentor implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/2/2019, it was reported to mentor that the right implant had a site calcification. The date problem observed was (B)(6) 2019. Both breasts had heterogeneous fibroglandular tissue. The right implant was intact. Right side had breast lumps. The patient¿s sex was female. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, it was reported to mentor that the patient¿s surgery date was rescheduled to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).